Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 325cc saline breast prostheses and suffered several unexplained systemic symptoms, including pain all over body, dry eyes, soreness in joints, and fibromyalgia. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-mar-2022, mentor received additional information about the event. An updated implantation date of (B)(6) 2006 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-jul-2022, mentor received additional information about the event: the patient submitted a medwatch report to the FDA about the event (report #mw5110712). Additional systemic symptoms were reported including muscle and joint pain, foul odor after intercourse, brain fog, depression, and walking with a limp. Following explant surgery, it was reported that the removed breast prostheses were smelly and tacky to the touch. Additionally, it was reported that the patient¿s symptoms improved following explant surgery. Manufacturer¿s reference number: (B)(4).